Manufacturer narrative:
Product analysis: the device was returned for analysis. The lot marked on the hub was consistent with information provided in the complaint form. The device appeared used. Residual of blood detected on the balloon. The folding wings shape was still visible. Leakage test was performed by connecting a syringe filled with water on the inflation port and negative pressure applied. A column of bubbles continued to raise from the luer to the syringe. Pressure was applied and leakage detected on balloon surface. Using a microscope 2 radial balloon cut were detected at 7 mm and 40 mm from proximal marker band to the distal one. If information is provided in the future, a supplemental report will be issued.

Event description:
During a below the knee intervention procedure on patient a 0.018" guidewire was advanced in the distal portion of the anterior tibial artery. A pacific plus 2.5 mm pta catheter was advanced and balloon inflation was attempted with a medtronic issued pump. The balloon failed to inflate and releasing contrast media from its lateral aspect. The balloon did not burst. The balloon was retracted and reflushed with saline. It was reported two wall defects in the balloon shaft were evident. The patient did not sustain any injury and the disease status remained stationary.